Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5168804. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Summary of issue: was pressing retractable safety button on 18 gauge needle that felt stuck or just not wanting to actually retract multiple times date of incident: (B)(6) 2025. Has the product/packaging been saved? No did harm occur to the patient as a result of this product failure? No customer response on (B)(6) 2025: when you pressed the button, did the needle fully retract? Not fully right away, it took about 3x to fully retract or more. Did the needle retract slower than normal? Yes, it did retract slower than normal did the needle start retracting and then stop, leaving the needle exposed ? No did the needle not move at all after pressing the button? Yes at first but after about the 3rd time it finally retracted did the button depress? Yes after a few times. Each time I pressed the button it kept feeling sticky like not wanting to push all the way down it was mentioned as "multiple times". Could you please confirm if there was multiple issues on different date or same date? No I just ment after multiple times of pressing the button on this device on this date did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes I was taking the IV out of the pt but it was out of the pt by the time the needle retracted. So, it didn't stick the patient, it stuck my thumb and I just completed the labs otherwise nothing else happened.